Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation with thermocool smarttouch sf (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported after an avnrt case, a pericardial effusion was noticed. The patient was sent to recovery, and symptoms were observed by the hospital staff. The medical intervention provided was pericardiocentesis. The patient fully recovered. The reporter stated that they had not spoken to the physician, and it was unknown what the physician thought caused the pericardial effusion. No issues occurred during the procedure. No transseptal puncture was performed. Radiofrequency energy was performed. Normal flow settings were used for stsf. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, visitag features were used. The parameters for stability were impedance 3-10, size 3 tags. No additional filter was used with the visitag. Color option used prospectively was ¿other¿.